Event description:
Manufacturer follow-up with the treating physician at the time the high lead impedance was noted ((B)(6) 2004), revealed the patient was referred for x-rays at the time, but was never seen by the physician after that time so it is unknown if x-rays were performed. It was confirmed the high lead impedance was not noted before (B)(6) 2004, and the patient had no known trauma and did not manipulate the vns. The plan of care at the time was to leave the vns disabled, or seek revision surgery at the family's discretion. Follow up with the current treating neurologist revealed the plan of care is to continue to observe the patient clinically with the vns disabled. Review of the manufacturer's implant card revealed vns diagnostics were "ok" at the time of initial vns implant on (B)(6) 2001.

Event description:
During manufacturer review of a patient's vns programming history, high lead impedance with output status of limit was noted on (B)(6) 2004. The vns was disabled this day. The next date in the history is an interrogation on (B)(6) 2009 and settings were 0.5ma/30hz/250pulsewidth/30sec on/3min off. The output current was changed to 0.75ma this day. The next interrogation is on (B)(6) 2010 and the vns was disabled on this day; there is no further history. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.